Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was in the hospital after a device upgrade. Device interrogation revealed possible loss of capture on the right ventricular lead. Intermittent capture was confirmed on the rv lead. The lead was revised to resolve the issue. Patient was stable post procedure.